Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had a pod in which had left a rash, blister and a burn at the pod infusion site. The patient reports applying IV 300 adhesive to pod as well as using benadryl, cortisone. In addition the patient used prescribed triamcinolone acetonide (1%) steroid cream.